Event description:
It was reported that the battery runtime for the cs300 intra-aortic balloon pump (iabp) had failed. It was later clarified that during use on a patient, the iabp experienced a battery issue, and that the battery was not running the full battery runtime. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit by plugging in the iabp unit to attain a full charge. The stm then unplugged the iabp unit to observe how long it would run on the batteries. The stm noted that the iabp unit ran below factory specifications then shutdown. The stm replaced the batteries to correct the issue and, as a precaution and unrelated to the reported issue, replaced the luer fitting which is a wearable part. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that the battery runtime for the cs300 intra-aortic balloon pump (iabp) had failed. It was later clarified that during use on a patient, the iabp experienced a battery issue, and that the battery was not running the full battery runtime. There was no patient harm and no adverse event was reported.